Manufacturer narrative:
Section d10: device available for evaluation? Yes. Section d10: returned to manufacturer on: 11/23/2020. Section h3: device returned to manufacturer? Yes. Device evaluation: the complaint lens was received in the original lens case. The original folding carton was received as well. Visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. And that the lens was received, almost cut in half (but not separated). Which is consistent with a lens, that was handled during removal and replacement. A bent haptic was observed. Which cannot be confirmed, to be related to handling or manufacturing. ¿dc-haptic rotated¿ was not observed, and could not be confirmed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed, that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 model intraocular lens(iol) was implanted and removed in the same procedure due to haptic turning. Comment was could not fit haptic in correctly. A vitrectomy was required. Procedure was completed successfully using replacement lens of the same model and diopter. The patient was reported to be doing fine at the time of discharge. No further information provided.